Event description:
Related manufacturer reference number: 2017865-2021-29561. It was reported that the patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead showed high defibrillation impedance. The patient was asymptomatic. No changes were reported.